Event description:
A report was received that the patient had leakage at the battery site. The patients battery incision are still intact and was able to expressed a very small amount of dark fluid from the median aspect of the same incision. Patient had a wound check.